Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection identified that the case shimming labels were found removed. Case shimming replacement is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing the "inside chamber instruction". This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.